Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient had her first ins replaced on (B)(6) due to normal battery depletion and reports the new one is still hurting since implant. It is not pain at incision. It feels like the implant itself is painful like it is close to the surface and is extremely sensitive and really hurts if the patient bumps anything. Patient saw their healthcare professional (hcp) last week and the incision itself is fine. The issue is that it is very sensitive like pressing hard on the bruise type of pain. Caller redirected to follow up with their hcp. Additional information was received from the patient: when asked the cause of the device hurting/close to the surface the patient stated it appears the device was not inserted deep enough as they can easily feel it. It was uncomfortable sleeping and tender to the touch. Actions planned: surgery is scheduled for (B)(6) 2019 to re-do the procedure. No further complications were reported or are anticipated.

Manufacturer narrative:
Patient codes previously omitted were added. If information is provided in the future, a supplemental report will be issued.